Event description:
"S/b [situation/background]: pt required insertion of blakemore tube at the bedside. Gastric balloon checked for leak by submersion in basin. Blakemore was placed, gastric balloon inflated by md [medical doctor] with 50 ml omnipaque, followed by 200 ml air after cxr [chest xray] confirmation of placement. A [assessment]: when traction was applied, the blakemore tube migrated and came out of desired position. Provider noted visualization of esophageal balloon protruding from the patient's mouth. R [recommendation]: blakemore tube was removed and saved for evaluation. Location: micu [medical intensive care unit] charge office. Pt went to ir [interventional radiology] for embolization".